Event description:
It was reported, the patient is experiencing pain in her ribs. The pain occurs when the scs system is on and off. The patient was seen in the emergency room and treated with muscle-relaxers. The patient is pending follow up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.